Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
No investigation of the anesthesia system has been performed. No further information regarding raised issue has been provided. No parts or device logs have been available. With this limited information the root cause to the reported issue can not be determined. During the safety valve test, the opening pressure of the safety valve is calibrated. The safety valve protects the patient from high pressures. During the pressure transducer test, new gain and offset coefficients for pressure transducer printed circuit boards are calculated. Those parts are measuring pressure in the system. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 12/01/2016; corrected manufacture date: 11/22/2016 h3 other text : 4117.

Event description:
It was reported that the anesthesia workstation failed the pressure transducer and safety valve test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).